Manufacturer narrative:
(B)(4). During an afib - paroxysmal procedure, it was reported that after approximately 2 minutes of ablation with this sf catheter a temp limiter error appeared on the stockert generator. The physician ablated in a different location in the heart and the error immediately returned. The catheter was removed from the patient and char was noticed on the tip and the catheter would not flush properly. The catheter did not have flushing issue prior to use. It was noticed the cool flow pump tubing's stopcock was partially closed. The sf catheter was replaced to continue with the procedure. The procedure was completed without any patient's consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. No char was observed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A cool flow pump test was performed as well and the catheter passed specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
During an afib - paroxysmal procedure, it was reported that after approximately 2 minutes of ablation with this sf catheter a temp limiter error appeared on the stockert generator. The physician ablated in a different location in the heart and the error immediately returned. The catheter was removed from the patient and char was noticed on the tip and the catheter would not flush properly. The catheter did not have flushing issue prior to use. It was noticed the cool flow pump tubing's stopcock was partially closed. The sf catheter was replaced to continue with the procedure. The procedure was completed without any patient's consequence.

Manufacturer narrative:
(B)(4).